Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the loss of stimulation was not known. X-rays were ordered but the rep did not know the results and stated that they may never know as the patient wanted to get the device explanted. The patient was not responding to the reps follow-up calls so no other information was provided. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 08-jun-2020, UDI#: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 08-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that patient had loss of stimulation. Patient headaches have moved from the left side to the right side and the right side lead stimulates the muscle not the occipital nerve causing his muscles in his neck to tense up. No environmental/ external/ patient factors may have led or contributed to the issue. Patient will be seen thursday (B)(6) 2018 for reprogram. The issue has not been resolved at the time of this report. No surgical intervention occurred. Unknown if surgical intervention planned rep will follow up for more information. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep doesn't know what the cause for the loss of stimulation was. The patient has a follow up appointment on (B)(6). The rep thinks the patient will most likely have a lead revision, but they won't know until the follow up appointment. The issue has not been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that, about 9 months after the ins was implanted, "it went to heck". The patient stated they were sitting watching tv and got "a heck of a shock up through the lead". The patient said they got a hold of manufacturer representative (rep) who tried to reprogram the stimulation, but every time the rep turned the stimulation on, the patient's neck muscles "tightened so tight I couldn't turn my head". The patient stated that both arms and hands went numb and achy, so the patient let the ins deplete. The patient said that when the ins depleted, the numbness remained, but it was no longer achy. The patient stated that the hcp told them "this machine isn't going to hurt me, just make me uncomfortable for a little bit." And the patient said "well I don't like being like that". Additional information was received from the rep reporting that the rep met with the patient and their wife in april and set up an appointment with the healthcare professional (hcp) who stated that the patient had additional issues with their health. Another rep met with the patient over a year ago and the patient did not know how to use the programmer and the coverage was satisfactory after the meeting with the rep. The rep stated that they did not remember what the cause was of the ins going to ¿heck" and this was the first time it was reported that the patient was having issues. The hcp, patient and the rep all met together and the md stated that the patient only has pns leads on one side of their head to cover their left side, not their right side, so the muscle tightness and issues on the right side were unrelated to the patient's current status. The hcp was going to get x-rays and follow up with the patient; the rep said they have not heard back since this communication. The rep stated that they did not know what actions were taken to resolve the issues as the patient had pre-existing conditions that were causing numbness, aching and tightness. The hcp believed that it had nothing to do with the stimulator or implantation process. The hcp's suggestion was to possibly have an explant since it was not MRI compatible and the patient would have an MRI for further diagnostic testing. It was unknown if the issues were resolved but the information had been confirmed with the hcp. No further complications were reported..